Event description:
A home pt (hp) reported two incidents (04/17/99 and 04/22/99) of a cracked minicap. The home pt stated, the crack was on the side of the minicap near the finger flange area. The home pt received a transfer set change with each incident. Per the home pt, there was no pt injury or medical intervention associated with these incidents.